Event description:
The following info was provided. Approx four months following placement of two cypher 3.0x23mm stents that were used to treat a previously implanted bare metal stent that had restenosed. The pt returned for evaluation and repeat angiography revealed restenosis. This was successfully treated with coronary artery bypass grafting surgery.